Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (no image caused by cable damage) is likely due to user handling. The contents of the instruction manual identify the following verbiage regarding cable damage, which may have prevented the phenomenon: - "do not coil the camera with a diameter of less than 20 centimeters; the camera cable may be damaged". - "never excessively pull the camera cable, but straighten it gradually when it is coiled; the camera cable could be damaged". - "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable; the camera cable could be damaged". - "do not use excessive force when wiping the external surfaces of the camera cable; the camera cable could be damaged". - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope; the camera cable could be damaged". - never use a clamp or forceps to attach the camera to another object; the camera cable could be damaged".

Manufacturer narrative:
Device was evaluated. Inspection found no image due to faulty cable unit. The focus ring was observed to be worn, cracked and rear cover labels were found faded. Based on evaluation findings, the reported issue was identified to be attributed to a faulty cable unit. The root cause of the faulty cable was due to electronic component failure. This report will be supplemented accordingly following investigations.

Event description:
It was reported that nothing happens when camera was plugged in, image does not appear. The issue occurred during preparation for use. There was no patient involvement, no user injury reported due to the event.